Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: the dr. Used the item in my presence. The balloon failed to adequately inflate, thus causing the trocar to slip out of the abdomen. Surgical time extended was 10 min and there was no amount of blood loss. Sample will not be returned because it contaminated.